Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap was damaged/stripped. Investigation also revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive with contamination under the up arrow, down arrow, and contrast key contacts. Additionally, investigation revealed that the display was dim, fading, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn between the down and ok keypad buttons. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Evaluation also revealed that the battery compartment was cracked below the finger pad and the display was dim, fading, and discolored. Additionally, evaluation revealed that the battery cap was damaged/stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).